Event description:
Pt phosphorus reported <1.0 mg/dl since 11/9/94. Report flagged as "results suppressed" oir indicating a low value. On 11/11/94 sample was manually diluted and result actually was 8.7 mg/dl. Sample was sent to another lab and results were verified.